Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case moderate pvl was noted post tavr, however intervention was not deemed appropriate due to the existing calcification and risk for annular rupture. To date, there is no indication additional intervention has taken place for the severe pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The clinical specialist was notified that the patient now has moderate to severe pvl and will be followed up further to see if re-intervention is necessary. Per medical records received, the patient received a 20mm sapien 3 valve 14 months ago. Moderate paravalvular leak (pvl) was seen two days post tavr procedure, no intervention was performed. The final position of the valve was 60:40 aortic/ventricular. Tee showed mild pvl by color doppler but moderate pvl by pressure half-time reading. The final determination was that the pvl was moderate with no central aortic insufficiency. The decision was made to not post-dilate due to the possibility of rupture with the calcium present in the lvot and mac. This was also where the pvl was seen. The patient was transferred to ICU in stable condition.